Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the pump and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2018 due to an unknown cause. It was unknown which pump (hmii or hm3) the patient was implanted with. Multiple requests for additional information regarding this event, including the patient information and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. No product is available for an evaluation. Both the heartmate ii and 3 lvas ifus lists the adverse events that may be associated with the use of the heartmate left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g2, g3: correction.

Manufacturer narrative:
No patient information provided because serial number was not provided, therefore event could not be linked to a patient ID. Since no serial number was provided it is unknown whether the patient had a heartmate 2 or heartmate 3, so heartmate 3 was used as a placeholder. UDI was not provided for that reason. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018 of unknown cause. No further information was provided.